Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead impedance has been progressively decreasing from 600 ohms to 290 ohms at the last clinic visit. The lead remains in use. No patient complications have been reported as a result of this event.